Event description:
Same case as MDR ID#: 2134265-2013-00149, 2134265-2013-00150. It was reported that during the use of an intravascular ultrasound diagnosis device, the ilab ultrasound imaging system motordrive was unable to start the automatic pullback function with three to five attempts. The site confirmed the sled and the catheter were correctly installed. The manual pullback of the imaging catheter was working perfectly. No patient was involved in this case.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-00149, 2134265-2013-00150.it was reported that during the use of an intravascular ultrasound diagnosis device, the ilab ultrasound imaging system motordrive was unable to start the automatic pullback function with three to five attempts. The site confirmed the sled and the catheter were correctly installed. The manual pullback of the imaging catheter was working perfectly. No patient was involved in this case.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received in good condition with no visible damage or defects observed. The device meets specifications of the functional test. The device underwent a continuous burn-in for 4 hrs and the reported problem could not be reproduced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).